Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00378. All information from the original report has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device had a "check vent: backup alarm failed" message that occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The manufacturer's product support engineer (pse) reported that the issue was not duplicated. The device was confirmed to be operating per specifications and no failure was identified. The alleged malfunction was confirmed to be a user error. Since occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the central processing unit (cpu) board was replaced as recurrence preventive measures. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba into a pil ventilator to duplicate the reported issue. Visual inspection of the cpu pcba revealed no evidence of damage or contamination. Tech verified that the alarm error code e1104 shows once in the log dating 01/06/2023. Neither the occurrence nor the associated error code e1104 could be duplicated at the product investigation lab during the boot up of the system pca or standard test bed operation using the system pca. The system pca passes all engineering testing and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured as a solid 400k ohms, verifying that ls1 is not shorted or open and functions with 10vdc applied to ls1. With the unit in a no power/ hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. Customer complaint has resulted in a no problem found.